Event description:
There was no device failure, malfunction or complaint reported. During preparation for femoral-femoral cardiopulmonary bypass (cbp) via minimally ionvasive approach using co's cpb system. The endoarterial return cannula and the endoaortic clamp were placed without resistance. Once cardiopulmonary bypass was established, it took longer than expected to achieve cardioplegic arrest. However, the mitral valve replacement was completed uneventfully, all hemodynamics and cpb system pressures were normal during the procedure. During the wean from cpb the radial arterial line pressure was persistently low (40 mmhg). A sternotomy was performed to achieve a thorough inspection of the heart and great vessels, and aortic dissection was diagnosed. The gross appearance of the aorta was described as abnormal, aside from the dissection. The pathology report is pending. The ascending aorta was successfully repaired with a prosthesis, but left ventrical had no gross motion, and no further measures were undertaken. According to the surgeon, at autopsy, the dissection was seen to extend from the proximal aorta to the level of the aortoiliac bifurcation. A specific point of origin was not found.